Event description:
Pt was implanted in 2002. There were issues cannulating. The valve was deep and post attempts at cannulation, large hematoma formed. Hematoma therapy was performed but blood built up and hematoma did not resolve. Dye studies indicated a leak in the cannula near the hub however the cannula was still attached to the valve. Valve was to be moved and cannula exchange performed.